Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator right (mtmr) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the surgeon being unable to open the grip on the surgeon side console (ssc) on the master tool manipulator right (mtmr). The surgeon elected to move to the other ssc to continue with the surgical procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was analyzed and during visual inspection the inner and outer springs were found to be broken. The root cause of the grip not opening is due to broken inner and outer springs on the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection the rubbers on the grip pads were missing on the master tool manipulator (mtm) that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) where all test passed. As a result of these findings, failure analysis was able to conclude that the grip pads were found to be the root cause of the reported event.